Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a high-pitched beeping sound was heard by the patient's spouse on 2-3 separate occasions, which was believed to be coming from the ins. The patient was unable to hear the high-pitched sounds due to their hearing limitations. The incidents occurred over a period of 4-5 days, with the first occurrence happening while the patient and spouse were outside talking to a neighbor, and the most recent occurrence happening while the patient was sitting in a recliner. The spouse was able to hear the sound by placing their ear near the scar where the implant was located. It was confirmed that there were no external devices or electronic devices nearby during these occurrences, and the patient did not have any other medical devices implanted. It was reviewed and verified that the implantable neurostimulator does not have a mechanism to produce sound or alarms. The patient was advised to try recording the sound if it occurred again and was redirected to their healthcare provider for further evaluation. The patient had an upcoming appointment with their surgeon to address the issue.